Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a meter memory issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in (B)(6) 2014. The patient reported that the subject meter was showing wrong dates and wrong time. The patient manages her diabetes with novolog insulin through pump therapy and continued with her usual diabetes management routine in response to the alleged issue. The patient claimed that due to the alleged issue, her a1c is going up since (B)(6) 2014. The patient denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the issue remained unresolved. Replacement products were sent to the patient and subject product is pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.